Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat an angulated lesion in the superior mesenteric artery (sma). The 6x19 omnilink elite stent delivery system (sds) was advanced however could not cross due to the acute angulation of the sma. When pulling back on the sds, the stent dislodged from the balloon. The sheath was advanced over the dislodged stent and the sheath was removed with the stent inside. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.